Manufacturer narrative:
This investigation is currently on going. Any additional information will be provided in the follow-up report.

Event description:
According to the report, two handpieces were used in the sample procedure. During use the handpieces sparked. This represents the first of the two handpieces.

Manufacturer narrative:
According to the report, two sologrip iii handpieces were used in the sample procedure. During use the handpieces sparked. A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the reported event. The batch record was complete, accurate, and fully approved for each lot. Both of the handpieces were visually inspected for damage and then further inspected using the hene laser. Neither handpiece appeared to have any physical damage to the exterior of the handpiece. Handpiece ta-03797-24 was connected to the hene laser and light energy emitted from the distal tip. The handpiece was opened for further evaluation and a few kinks and nicks were found on the multifilament fiber bundle. However, there was no evidence of buckling or breakage of the fiber bundle and charring was not present inside the handpiece. The review of handpiece ta-03797-24 does not support the complaint that the handpiece sparked during use.

Event description:
According to the report, two handpieces were used in the sample procedure. During use the handpieces sparked. This represents the first of the two handpieces.